Event description:
Baxter reported, "the spike of the transfer set was broken. The set was in use for 180 days." There was no pt injury or med intervention associated with this incident according to baxter.